Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9811 batch numbers, 66682682, were received for investigation. Functional testing was not conducted due to damaged aspirating probe ceramic face. Visual evaluation found that the aspirating probe ceramic face was damaged /broken. This event is caused by a supplier issue

Event description:
On 11/28/2022, it was reported by a sales representative via sems that a ar-9811 apollorf¿ tip of the ablator is loose. This occurred during a case with no patient effect reported.